Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be intact. The keypad button symbols were found to be worn. The keypad buttons were found to be responsive to user input. Investigation revealed contamination found under the key contacts when the keypad cover was removed. The display screen was also found to be faded and discolored.

Event description:
The pump was returned for investigation. Investigation revealed contamination found under the key contacts when the keypad cover was removed. The display screen was also found to be faded and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.